Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 6/6/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined.

Event description:
On 6/8/24 an ilet user reported experiencing a low blood glucose (bg) event requiring hospitalization. The event occurred on 6/7/2024. The user was receiving pre-treatment for breast cancer at (B)(6) when they noticed their ilet bg reading was 75 mg/dl. After attempting to drink some coke, the user lost consciousness, and their blood glucose level was checked, revealing a reading of 20 mg/dl. The user was then admitted to a separate room at 20 mg/dl. The user was released from the hospital on (B)(6) 2024 and planned to resume using the ilet on 6/9/2024 after receiving long-acting insulin. On 6/28/2024 a beta bionics customer care agent contacted the user about the event. The user did not provide additional event details and ended the call.